Manufacturer narrative:
A complaint from the customer stating, that "drug library error and it will cut off and then it just shutdown." The device in question was not returned to the service hub; therefore, we were unable to perform a visual inspection or any functional testing to assess the device's performance. Review of service history and event logs: a comprehensive review of the device's service history for the past 12 months revealed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, preventing us from reviewing the event history/alarm logs. Consequently, we were unable to replicate or confirm the reported issue.

Event description:
It was reported that, on an unknown date, the plum 360 had a drug library error and it would cut off and then just shutdown. There was no patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.